Event description:
The device was initially sent for a technical service update. When evaluating the device, physio-control observed that the device would not operate on battery power. There were no reports of patient use associated with the reported failure.

Manufacturer narrative:
(B) (4): physio-control evaluated the device and verified the reported failure. The physio representative replaced the power supply assembly and then observed proper device operation through functional and performance testing. The device was repaired and will be returned to the customer care for use.